Event description:
It was reported that a patient who had developed peritonitis on an unreported date and passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for the peritonitis was not reported. Four days after the hospitalization began, the patient passed away. The cause of death was septic shock. It was not reported whether an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.